Event description:
Ous MDR - this device was explanted due to it reaching eri. The physician felt this was too soon because the patient has never had any shocks. The device was returned for analysis and no adverse patient side effects were reported.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos, and 16 charge processes had been documented. The device memory data of the ICD were analyzed. It was found that the device status eos was activated on (B)(6) 2016, very likely because of an automatic formation while the device was stored in a cold environment. In a next step. The charge drawn from the battery was checked. An inconsistency between drawn charge and measured battery voltage was discovered. The current uptake of the ICD was then checked, which proved to be normal and as expected. An additionally performed long term test of the current uptake also did not show any anomalies. The eos state was reset with a technical programmer, and the icds capability to provide therapy was tested. The anti-bradycardic output signal was proper and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. In a next step, the ICD was opened, and the inner structure was examined. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured directly and confirmed a discharged battery. The electronic module was then connected to an external voltage source and underwent an electrical function check. The current uptake of the electronic module was examined and still proved to be unremarkable. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer for a thorough analysis. First, a microcalorimetric measurement of the battery was performed. This did not reveal any anomalies in the heat tone, which would indicate an internal self discharge. In a next step, the battery was opened, and the individual components were examined. They were as expected according to the charge state of the battery. There were no indications of a battery defect. In summary, premature battery depletion was confirmed during the analysis of the ICD. Despite a thorough analysis of the ICD and the built-in battery, no defect could, however, be detected. Therefore, no statement regarding the cause of the premature battery depletion can be made. But, based on the analysis, the therapy functions critical for patient protection were available without limitations during the implantation time.